Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked at the threads and also between the case seal and grip pad. Corrosion was observed in the battery compartment and on the battery cap spring. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. No power losses occurred during testing. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and the battery compartment was found to be leaking. The pump case was removed and no internal defects were found. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.